Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a healthcare professional who contacted the company to report an adverse event, concerns a patient of unknown gender, age and ethnicity. Medical history and concomitant medications were unknown. The patient received insulin lispro (rdna origin) 25%/ insulin lispro protamine suspension 75% (humalog mix 25) via a reusable humapen ergo ii, 6-8 unspecified units in the morning and 6 at night, subcutaneously, for the treatment of diabetes, from beginnings of 2016. Sometime in 2016, while on insulin lispro 25/75, the patient experienced hyperglycemia (no values or reference ranges were provided) and was hospitalized due to it. Corrective treatment and outcome of the event were not provided. On an unspecified date, it was reported that the injection screw of the humapen ergo ii could not move ((B)(4)/ lot unknown). The treatment with insulin lispro 25/75 was continued. The operator of the suspect humapen ergo ii and training status were not provided. The duration of use, action taken and return status of the humapen ergo ii were not provided. The reporting healthcare professional did not know if event was related to insulin lispro 25/75 and did not provide an opinion for the suspect humapen ergo ii. Follow up cannot be obtained as the reporter refused further contact. Update 23nov2016: upon review, the case was opened to add the product complaint number and information to the case; to update the medwatch fields for regulatory reporting; and to update the narrative. Update 18-nov-2016: information regarding follow-up attempt was received on 25-nov-2016. The reporter refused to be contacted anymore. The follow up information could not be pursued. Now this case will be considered as lost to f/u and if new information arrives, then the case would be updated. Updated narrative with lost to follow-up statement. No more changes made in case.

Manufacturer narrative:
No further follow up is planned. Evaluation summary: a healthcare professional reported on behalf of a patient that the injection screw of the patient's humapen ergo ii could not move. The patient experienced hyperglycemia. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. Malfunction unknown. All humapen ergo ii devices are assessed for injection screw travel at the end of the manufacturing process, thus ensuring dose accuracy and device functionality with a high probability. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a healthcare professional who contacted the company to report an adverse event, concerns a patient of unknown gender, age and ethnicity. Medical history and concomitant medications were unknown. The patient received insulin lispro (rdna origin) 25%/ insulin lispro protamine suspension 75% (humalog mix 25) via a reusable humapen ergo ii, 6-8 unspecified units in the morning and 6 at night, subcutaneously, for the treatment of diabetes, from beginnings of 2016. Sometime in 2016, while on insulin lispro 25/75, the patient experienced hyperglycemia (no values or reference ranges were provided) and was hospitalized due to it. Corrective treatment and outcome of the event were not provided. On an unspecified date, it was reported that the injection screw of the humapen ergo ii could not move (product complaint (B)(4)/ lot unknown). The treatment with insulin lispro 25/75 was continued. The operator of the suspect humapen ergo ii and training status were not provided. General and suspect humapen ergo ii duration of use was not provided. The device was not returned. The reporting healthcare professional did not know if event was related to insulin lispro 25/75 and did not provide an opinion for the suspect humapen ergo ii. Follow up cannot be obtained as the reporter refused further contact. Update 23nov2016: upon review, the case was opened to add the product complaint number and information to the case; to update the medwatch fields for regulatory reporting; and to update the narrative. Update 18-nov-2016: information regarding follow-up attempt was received on 25-nov-2016. The reporter refused to be contacted anymore. The follow up information could not be pursued. Now this case will be considered as lost to follow up and if new information arrives, then the case would be updated. Updated narrative with lost to follow-up statement. No more changes made in case. Update 15dec2016: additional information received on 14dec2016 from the global product complaint database added the device specific safety summary; added the device was not returned; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 15-dec-2016: information received on 17-nov-2016 contained product complaint number previously processed. No further information was added to the case.